Event description:
Customer reported pt blood glucose results of hi, which on the inform system indicates a result of excess of 600 mg/dl, and 219 mg/dl on the inform system within 10 minutes. Customer reported no pt symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.